Event description:
It was reported that the patient presented to the ER after receiving multiple therapies due to noise. Interrogation of the device revealed an episode of non-sustained vf, due to noise on the lead. The physician was able to confirm the noise on the lead with isometric contractions causing the noise to show on the real-time egm. The lead was capped.

Manufacturer narrative:
No medwatch form was received.